Event description:
It was reported that the customer experienced a blood glucose (BG) level below 54 mg/dL. Reportedly, customer "accidentally delivering too much insulin by miscalculating the number of carbs they were consuming." Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.